Event description:
Reporter indicated that the incision near the lead was swollen, and the surgeon then reopened the incision and cut and explanted the lead to minimize the pt's pain. The generator was also explanted. It was reported that fibrosis was evident on the lead and generator. Cultures were performed, and no infection was present. The physician later reported that the events "seems to be an allergic event" and that the pt is also allergic to other plastic materials. No other interventions were taken.